Event description:
It was reported that during follow-up, an increase in capture threshold and high pacing lead impedance were observed. The lead was explanted and replaced during device change out for normal eri. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.6cm was returned for analysis. Internal insulation abrasion was noted at 4.8-5.4cm from the distal tip. The etfe coating was intact at this location.